Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. No product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.

Event description:
Report for pt 4 of 4: the 3.0 inr with protime system vs 2.4 inr with stago compact lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.